Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterwards. The customer was instructed to continue using the pump and to call back if any issues reoccurred.